Manufacturer narrative:
The insulin pump was received with no back light display and missing segments due to faulty lcd board. The device had normal operating currents and no unexpected low battery alarms noted. The device had minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reports to have issues with screen display. Customer reports of backlight no longer turning on and of three horizontal lines on display screen. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.